Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high/erratic. The complaint was classified based on the conversation between the patient and the customer care advocate (cca) because, the medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The mss reviewed the call to obtain and verify information. The patient informed the cca that the alleged issue first started on (B)(6) 2012, at approximately 3pm. She reported that just minutes prior to testing on the subject meter that she was experiencing symptoms of "shaking, she then checked her blood glucose with the subject meter and obtained a reading of "250 mg/dl" repeated the test twice within 1-2 minutes and reported blood glucose results in the 50's." The patient manages her diabetes with insulin through pump therapy and she reportedly self-treated her symptom with food immediately after testing. On (B)(6) 2012, the patient claimed she was experiencing "high blood glucose symptoms and was excessively thirsty" at approximately 11am. She tested on the subject device and reported blood glucose results of "175 and 225mg/dl" with the subject meter performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient stated, she continued with her usual diabetes management routine and administered 1.5u of insulin based off the "225mg/dl" reading. The patient denied receiving any form of medical intervention. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptom started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because, the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.